Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the customer's insulin pump did not suspend when they had manually suspended the insulin pump. The customer reported experiencing a low blood glucose of 3.6 mmol/l during the night. Customer was advised it was impossible to check whether or not they had manually suspended their insulin pump. Customer was advised to call back when the issue occurs again. No additional information provided.